Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient was recently discharged from their ventricular assist device (vad) implant. Their mobile power unit (mpu) seemed to stop working, regardless of troubleshooting. A new mpu was provided and working fine. Log files were sent for review, and the event log contained unusual low voltage readings/loss of external power alarms while the patient was utilizing the mpu on (B)(6) 2024. Additional information provided that the mpu had a v-lock connector on the ac power cord. The ac power cord did not come look at the outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was removed from service.

Manufacturer narrative:
Correction: PMA number added. Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) not functioning as expected was confirmed via the log file and via the mpu¿s functional analysis. The log file captured several atypical alarms while the mpu was in use which appeared to have been caused by fluctuating voltage values within the power cables, and the alarms resolved when the patient switched power sources. The pump operated as intended throughout the data. The returned mpu (serial number (B)(6) was received at the service depot and was identified to have a non-conforming capacitor on its power supply printed circuit board, which would have caused the observed alarms to occur. A corrective action was initiated to investigate this issue. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their mpu and system controller, including low voltage / no external power alarms. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.